Event description:
It was further reported that the rhythm had been atrial fibrillation with rapid ventricular response. The device was replaced with a dual chamber device.

Event description:
It was reported that the patient received inappropriate therapy. The patient had an irregular tachycardia and there was no match, anti-tachycardia pacing (atp) was delivered and the patient received shocks. It was believed that the arrhythmia was supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Explant date: product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.